Event description:
The facility alleges someone cut their leg on the recline mechanism, requiring stitches. The unit is still in service. The facility allegedly modified it to include mechanism side covers from another iteration of the recliner. This unit was not manufactured with side covers.

Manufacturer narrative:
No RMA has been issued for the return of this device. The device is still in use. Model 547t35-ts serial number (B)(4) is approximately 6 years old. The user manual provided at the time of the installation does not have a part number. The exposed underside with moving metallic parts of the chair can be seen in the full recline and the tv position [mid-recline]. Patients should be entering and exiting the chair when in the full upright position where there is no exposed underside. On page 11 it states in item 2: "place the chair in the upright position before allowing the patient in or out of the chair." How the patient became exposed to the metallic part causing the cut is unknown.